Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported.

Event description:
Ecn event description: device was prepped and wire moved freely within device on back table. Device was inserted into la, performed ablations on left pulmonary veins and, as physician attempted to find the rspv, the guide wire became stuck, though device tip was not against tissue. Device was withdrawn and taken out of the body and it was discovered that the wire separated and uncoiled within the lumen. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Attempted to let out more wire, but no wire movement occurred. What is the next course of action? Replaced device patient present at time of event? Yes, patient complications: no patient complications